Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The visi-pro stent was chosen to treat the right common iliac. The wire was subintimal and the visi-pro stent was advanced beyond the targeted area the ostium. Upon attempting to adjust the stent distal, there was resistance. The physician eventually was able to pull the catheter down but the stent dislodged from the balloon about 5mm. The decision was to deploy the visi-pro in the proximal common iliac extending, into the distal aorta. Upon deployment it was discovered that the stent was also subintimal in the aorta after a post angio was taken. There was an extravisation and the patient's bp dropped. The patient's condition stabilized and a second angio confirmed no leak; but no filling of the renal arteries. It was decided to transport the patient to (B)(6). Eventually the true lumen was canalized and the patient was successfully treated with endovascular stents.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).